Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
It was reported by an affiliate that in the hospital there have been false tripping with omnispan. The morning of the event, seams could not be set as desired. Omni meniscal repair 12-deg (p/n 228141) and omnispan meniscal deployment gun (p/n 228143) were used. With two needles, both peek buttons came out at the same time, with one needle, the button did not come out at all. A similar device was used to complete the surgery, and no surgical intervention is planned. The user was very experienced. That's why you can not speak of a user error here. Both products were discarded thus no lot number is available. No patient harm reported. Surgical delay of 5 minutes. No complaint devices remained in the patient after surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is not currently available. Associated medwatch report numbers: 1221934-2018-54587, 1221934-2018-54588, and 1221934-2018-54589.